Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. There was no adverse impact to the customer¿s blood glucose level. A replacement pump was sent.